Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after a syncope episode and fell. It was also noted that the patient received inappropriate atp therapy due to ventricular oversensing. The lead was replaced and the patient was stable post procedure.